Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was notified on oct 28, 2016 of the following: the surgeon was performing an aortic valve replacement procedure and chose to implant a medium size perceval. Upon review of the intraoperative post implant echo, it was determined that there was a significant perivalvular leak. The surgeon removed the perceval and replaced it with a conventional sutured aortic valve. Another surgeon from the center who was not in during the sizing or implantation was present during the explantation of the peceval valve, felt that it may have been oversized and did not fully expand circumstantially.